Manufacturer narrative:
Reported event of gauge reading inaccurately. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an alliance inflation syringe was used during an esophagogastroduodenoscopy (egd) in the esophagus performed on (B)(6) 2013. According to the complainant, during the procedure the gauge needle would not move at all when used to inflate the balloon. The gauge was reading inaccurately. The procedure was completed with another alliance inflation syringe. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine as there was no harm to the patient.

Manufacturer narrative:
The returned unit and its components were visually inspected for any damage or defect; upon inspection no issues were seen. Syringe gauge leak test was performed; the gauge needle remained at zero while increasing the pressure. The complaint that the gauge was reading inaccurately was confirmed. It is possible that the complaint unit got damaged during handling of the device. This may have caused the internal mechanism of the gauge to become damaged. Therefore, the most probable root cause for this event is handling damage. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database confirmed that no similar complaints exist for the specified lot/batch.

Event description:
It was reported to boston scientific corporation that an alliance inflation syringe was used during an esophagogastroduodenoscopy (egd) in the esophagus performed on (B)(6) 2013. According to the complainant, during the procedure the gauge needle would not move at all when used to inflate the balloon. The gauge was reading inaccurately. The procedure was completed with another alliance inflation syringe. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine as there was no harm to the patient.